Manufacturer narrative:
Patient information is not available for reporting. Device broke intra-operatively and was not implanted or explanted. Per the facility, the complainant part is not available for return or evaluation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion (acdf) procedure at two (2) unknown levels on (B)(6) 2015. During final tightening, the head of a locking screw broke off and the "fin" of a self-tapping expansion-head screw sheared off. All fragments were retrieved. The procedure was delayed by approximately five (5) minutes due to this issue, but was completed successfully with no further harm to patient. This report is 1 of 2 for (B)(4).